Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional analysis was performed on the returned device. The reported balloon rupture was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Although it was reported that the armada 35 was being used to treat the right iliac vein, it should be noted that the armada 35 instruction for use (IFU) states: the device is intended for dilatation of lesions in the renal, iliac, femoral, popliteal, tibial, and peroneal arteries and for the treatment of obstructive lesions of native or synthetic arteriovenous dialysis fistulae. In this case, the off-label use does not appear to have contributed to the rupture based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure.

Event description:
It was reported that the procedure was to treat a heavily calcified, restenosed right iliac vein. A 12 x 80 mm armada 35 balloon catheter was being used for pre-dilatation when the balloon ruptured radially during the first inflation at 9 atmospheres. The balloon material did not separate from the shaft of the catheter and the entire device was removed from the anatomy. A 12 x 40 non-abbott balloon catheter was successfully used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.